Event description:
The physician reported that the pt expired. They noted that the pt came to "ed" in (B) (6) 2009 and the only info listed on the face sheet was that the pt was deceased as of (B) (6) 2009. The physician reported that the cause of death was unrelated to the implanted system. The device system was used to deliver baclofen.

Manufacturer narrative:
(B) (4). (B) (4).